Event description:
Customer reported that their blood glucose readings have come down and are not 175 mg/dl or below. Customer stated that previously they were in the 300 mg/dl to 500 mg/dl range however are doing much better. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.